Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed superficial driveline damage; however, a specific cause for this finding could not conclusively be determined through this evaluation. The reported low flow alarms were also confirmed through review of the submitted log file; however, a specific cause for these events could not be conclusively determined. The driveline x-rays appeared unremarkable, with no evidence of a driveline wire compromise. Images of the external driveline showed that the silicone jacket had intermittent tears and was missing sections of jacket. No layers beneath the bionate or wires were able to be visualized. A review of the submitted log file confirmed low flow alarm flags on 28jun2025. The system appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿heartmate touch communication system¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow alarm means that pump flow is less than 2.5 liters per minute (lpm). The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow alarm, and provides information regarding how to respond to and troubleshoot the alarms. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted concerning driveline damage. No driveline fault or pump stops or power fluctuations were seen. The patient admitted to several low flow alarms, most recent was about 2 weeks ago. The log file captured low flow events on 28jun2025. There were no other unusual events recorded in the log file event history. Rescue tape was removed, which did not reveal any visual exposure beyond the black protective casing. Symptoms were not reported, only the visual cord, which had extensive damage to the outermost silicone portion. Undamaged portion was approximately 7 cm outside of the driveline. This patient was discussed a few months ago regarding a cosmetic repair.